Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 558 mg/dl. The customer was changed sets and took a shot. Customer stated that blood glucose meter was not reading. Customer stated that after dinner blood glucose. Customer was not eating anything and blood glucose was 582 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.